Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the calcified and tortuous left anterior descending (lad) artery. The 3.5x28mm ion paclitaxel-eluting platinum chromium coronary stent system was advanced in an attempt to direct stent, but was not able to cross the target lesion. The device was removed and pre-dilation was performed with a 2.5x15mm apex balloon and a 3.0x15mm apex balloon. The ion was advanced again; however, it was still unsuccessful in crossing the lesion. The device was removed and the physician noticed the stent struts had flared. The procedure was completed with a non bsc stent. There were no patient complications reported and the patient's status is fine.